Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and power on self-test were performed. During power on self-test, the device would not power on. The cause of this was a damaged sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a follow-up MDR will be submitted.